Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) lead was found to have a high pacing impedance and high capture threshold. The patient was asymptomatic. The ra lead was reprogrammed successfully and was functioning appropriately. The patient was stable throughout procedure.